Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements with no change in impedance or sensing measurements. Loss of capture was noted. The physician decided to deactivate rv therapy and shorten the next follow-up appointment to six weeks. No adverse patient effects were reported.

Manufacturer narrative:
This right ventricular (rv) lead has been returned to boston scientific for analysis. When analysis is complete, an updated report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed in two segments. The proximal shocking coil was separated from the medical adhesive bonding near the distal tip of the lead. The helix was intact with no signs of damage. Resistance and pressure tests were completed on both segments of the lead to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.